Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was explanted to resolve the event.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that intermittent pacing was observed on the device. Premature battery depletion was suspected. Device explant was anticipated to resolve the event. The patient was in stable condition and there were no adverse consequences.